Manufacturer narrative:
Explant date: if explanted; give date: not applicable, there is no indication lens was explanted. Initial reporter: telephone number: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) the zonule was almost broken due to a twisted trailing haptic. The doctor returned the trailing haptic to the normal condition with a surgical instrument. Also the doctor reinforced it with use of a capsular tension ring. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned for evaluation. It was confirmed that the product will not be returned because the lens remains implanted. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing record review could not be performed because the product serial number is unknown, was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.